Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. During troubleshooting, it was reported that one of the supply bags became disconnected from the supply line of the cassette. The technical services representative assisted the patient to clear the alarm. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, it was reported that the supply bag disconnected (without falling) which is known to cause this alarm. The cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.